Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. Reportedly, the customer's neighbor gave the customer glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.